Event description:
It was reported following a percutaneous transluminal coronary angioplasty (ptca) the physician placed an angio-seal guidewire. When removing the maximum hemostasis introducer over the guidewire, only the upper part of the introducer came out; however, the sheath section remained inside the pt's artery. An attempt to remove the remaining sheath section was unsuccessful. The pt underwent surgery where the sheath section was successfully removed. The pt was reportedly doing well.